Event description:
Reported on a slice c form from the patient registry that the patient had one serious suicide attempt that was severe. The patient also has mild frequent thoughts of suicide. It is unknown the relationship of the events to the vns. Good faith attempts have been made for additional details and thus far no further information attained.